Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) terminus using a penumbra system red72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), and non-penumbra aspiration catheter. During the procedure, the physician inserted the neuron max into the patient and completed two passes using the non-penumbra aspiration catheter and one pass using the red72. It was reported that the physician experienced resistance with both the non-penumbra aspiration catheter and red72 during advancement. While advancing the red72 through the neuron max for another pass with no guidewire, the physician experienced resistance and noticed under fluoroscopy that the red72 had looped downwards and up after exiting the neuron max. Therefore, the physician decided to remove the red72. While removing the red72, the physician experienced resistance and fractured the distal segment of the red72. The physician then used a snare device to successfully remove the fractured segment of the red72. The procedure was completed using a new red72, the same neuron max, and a stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2024-00218. 1. Section d. Box 4. Unique identifier. Evaluation of the returned red72 confirmed that the catheter was fractured. Evaluation revealed stretching proximal to the fractured location. If the red72 was retracted against resistance, damage such as stretching, and a subsequent fracture may occur. It was reported that a guidewire was not used while advancing the red72 through the neuron max, and the red72 looped after exiting the neuron max. This likely contributed to the resistance during retraction. The distal fractured segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.